Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) walked the field representative through troubleshooting steps in which this s-ICD still could not be interrogated with 2 programmers. A magnet was placed in which no beep tones were heard. This patient is being referred for a device changeout. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b1 outcomes attributed to adverse event from adverse event/product problem, to product problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) walked the field representative through troubleshooting steps in which this s-ICD still could not be interrogated with 2 programmers. A magnet was placed in which no beep tones were heard. This patient is being referred for a device changeout. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to b1 outcomes attributed to adverse event from adverse event/product problem, to product problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) walked the field representative through troubleshooting steps in which this s-ICD still could not be interrogated with 2 programmers. A magnet was placed in which no beep tones were heard. This patient is being referred for a device changeout. This s-ICD remains in service at this time. No adverse patient effects were reported.